Event description:
It was reported that the insulin pump had an off no power alert on the insulin pump. Customer stated that they did not received a low battery alert prior to the off no power alert. Customer also mentioned receiving another error alarm and stated that the insulin pump begun counting up. Customer's blood glucose reading at the time of the call was 230 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump alarmed after counting up to number seven problem isolated to mother board. No off power alarm, blank screen, display anomaly or insulin pump reset by its self-noted. Unable to verify for operating current test including low battery, off no power or battery indicator anomaly due to constant alarm. Insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.